Event description:
Add'l info rec'd 2/13/98 indicates the entire device was removed from the pt and replaced on 2/03/98 due to fluid loss-rear tip extender's area-originally implanted with a lot of rte's-it appeared to have broken off."